Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic a diagnostic anomaly was noted. No patient symptoms were noted. No additional information was available.